Event description:
It was reported by the customer; line was placed on (B)(6) 2025 without issues. Patient came to the ER on (B)(6) 2025 to get a new midline. Home infusion rn removed midline because it was leaking from the catheter. Additional information received on 11-feb 2025: it was reported by the customer; the patient had been discharged with her line with no complications. Visiting infusion nurse removed the malfunctioning midline and sent patient to the emergency department for placement of a new midline since her course of therapy was not completed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.